Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unable to interrogate on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
The reported field event of communication failure was confirmed in the lab. The device was at elective replacement indicator (eri) when received. The rf telemetry issue was due to a hardware anomaly. Rf functionality was restored when product code was reloaded. Longevity, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
Correction: d6b for missing explant date.